Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string missing upon removal of the tampon. She was able to manually remove the tampon. She did not seek medical. She is doing fine.